Event description:
It was reported that the unit's light was fading in and out and flickering.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.